Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2017. The analysis done with the consumer return confirmed product counterfeit. The product was not manufactured under p&g control.

Event description:
Brush came off the brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that for the second time in a short time, the brush came off the oral-b power oral care refill precision clean. It was reported that the scratch test was negative. This was not the first time the consumer had used this particular version of brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush came off the brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 13-sep-2017 that for the second time in a short time, the brush came off the oral-b power oral care refill precision clean. It was reported that the scratch test was negative. This was not the first time the consumer had used this particular version of brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.